Event description:
It was reported that during a follow-up visit, the left ventricular lead exhibited unacceptable threshold. The lead was explanted and replaced on (B)(6) 2014. The patient was in normal condition.

Manufacturer narrative:
.